Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was exhibiting noise on both the right atrial (ra) and right ventricular (rv) channels. The noise was able to be reproduced on all three channels with arm movements. The noise was being oversensed as non-sustained ventricular tachycardia (nsvt). Additionally, there were negative spikes in impedance measurements. Boston scientific technical services (ts) recommended performing a revision procedure for both leads. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient underwent a revision procedure and a subclavian fracture was found on the patient's ra lead. There was on-going very fine noise on the rv lead however, it was not being sensed by the device therefore, the physician elected to continue to monitor this situation. No additional adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting noise on both the right atrial (ra) and right ventricular (rv) channels. The noise was able to be reproduced on all three channels with arm movements. The noise was being oversensed as non-sustained ventricular tachycardia (nsvt). Additionally, there were negative spikes in the impedance measurements. Boston scientific technical services (ts) recommended performing a revision procedure for both leads. The patient underwent a revision procedure and subclavian fracture was found on the ra lead. There was on-going very fine noise on this rv lead however, it was not being sensed by the device, therefore the physician elected to continue to monitor this situation. This rv lead was subsequently surgically abandoned and replaced for oversensing approximately three years later. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.